Event description:
Information was received indicating that during delivery of fluorouracil under infusion occurred while using a smiths medical cadd administration set. No adverse patient effects were reported.